Event description:
During a left atrial appendage closure procedure using a brk transseptal needle, a pericardial effusion occurred. A transseptal puncture was performed with a brk transseptal needle and a pericardial effusion was noted on the transesophageal echocardiogram. No pericardiocentesis was required. The procedure was abandoned and the patient recovered to repeat the procedure the following week.

Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device in the heart.